Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign: canada the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 years later due to ongoing pain in the posterior margin of the greater trochanter and metallosis. During the revision pseudotoumor was excised a large quantity of black synovial fluid noted. The femoral component was well fixed and therefore retained. Head, liner, and shell were revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has pain in the posterior margin of the greater trochanter. Pain in trochanteric area of right hip. Revision right total hip arthroplasty. Pseudocapsule excised, large quantity of synovial fluid in the wound, black in color. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.